Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom 'speaker does not have any audio' was observed during evaluation and is considered confirmed. Evaluation observed the device to have no audio due to a failed rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump having a speaker that does not have any audio associated with this event. There was no patient involvement. No additional information is available.